Event description:
A discordant vancomycin_2 result was obtained on the advia 1800 instrument. The result was reported to the physician. It is unknown if testing was repeated on the patient. There are no known reports of adverse health consequences or patient intervention due to the discordant vancomycin_2 result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. After evaluation of the data by the tsc, it was determined that the advia 1800 displayed a calculation error (//////) and the operator reported this error as a <5ug/ml result. Customer bulletin 073d0499-03 rev a states that any ////// result should be repeated. No fse was dispatched to the customer as there was no system issue. The system is operating within specification. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR on 5/14/2012. Additional information: a siemens technical applications specialist (tas) was dispatched to the customer site. The tas provided training on how to handle "/////" marks and upgraded the advia 1800 to the xl2 software. It was determined that the customer bulletin 073d0499-03 rev a was never implemented by the customer.